Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 30 seconds, the balloon ruptured and pinhole was noted in the middle. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).